Manufacturer narrative:
Additional information: on 8/28/2019, mentor became aware of the concomitant product. Concomitant products: 350cc mentor memorygel breast implant, catalog # 3507350bc, lot # 5842589, serial (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/28/2019, mentor became aware the patient also experienced two breast cysts and cutaneous contour deformity on the right side. As a result, the patient underwent bilateral device removal and replacement with a 400cc mentor memorygel breast implant, catalog number 3504001bc, serial number (B)(4) on the right side and a 425cc mentor memorygel breast implant, catalog number 3504251bc, serial number (B)(4) on the left side on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 350cc and experienced rupture on the right side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On 11/5/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior view. Within the crease a tear was noted in the anterior and extending to the posterior aspect measuring approximately 14.0 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A¿breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).